Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in impedance and thresholds. High impedance was measured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and analysis was performed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the lead thresholds and impedances have continued to rise, and the patient developed complete heart block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.